Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device leaked blood out of the tubing. There was no health impact or consequences reported.